Event description:
Initial reporter indicated the vns pt enrolled in a d21 study, had an event of "worsening of depressive symptoms and suicidal ideation." Good faith attempts are being made for additional info surrounding the reported event.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.